Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was patient movement due to improper technique. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that after implanting the device the patient was transferred to the intensive care unit (ICU) bed when the access site started bleeding. A decision was made to remove the device and the access site was closed. The patient required one unit of blood, and tolerated device removal well.